Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by a company representative that the custom-made implant with the patient's 3d scan, lacks symmetry and has an unaesthetic appearance.